Manufacturer narrative:
A review of the sample photo observed a short string attached to the pledget of an unused tampon. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she opened a tampon for use and the string appeared short. She did not use the tampon and discarded it.